Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture" confirmed via ultrasound. This record is for right side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d9, h6.

Event description:
Healthcare professional reported "rupture" confirmed via ultrasound. This record is for right side. Device was explanted and replaced.